Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced insulin flow blocked alarm. Customer's blood glucose value was in the 170's mg/dl. The customer was assisted in performing 5.0 unit fill cannula and insulin exited. The customer stated that he had to rewind the pump when he took the reservoir out. The insulin pump will not be returned for analysis.